Event description:
The customer called and reported experiencing high blood glucose of 600 mg/dl. Customer's blood glucose at the time of this report was 490 mg/dl. She treated with a syringe. Troubleshooting was performed. The drive support cap was normal. Upon removal of infusion set, the cannula was straight. The customer stated her doctor had changed her programming and everything was correct. There were 3 no delivery alarms in the alarm history. It was explained to customer that the unresolved delivery issue could have caused high blood glucose. Customer declined to perform high pressure test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.